Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that after several ¿placement signal low¿ alarms echo was performed for evaluation of device placement. It was confirmed that the catheter was in too deep. After repositioning, the patient quickly decompensated and went asystole. Additional information noted care was withdrawn, impella was explanted, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.